Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of breast cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
The manufacturer became aware of a rep dream station auto CPAP device alleging symptoms of breast cancer. Medical intervention was not specified by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There were no visual findings on the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer's service center concludes that there were no visible foam degradation and unit passed final test. Evaluation method code, evaluation result code and conclusion code have been updated.